Event description:
It was reported that high lead impedance readings were obtained during prophylactic generator revision surgery. The results were the same for both the old and new generator. The new generator was tested with the test resistor and all the results were okay. At that time, the lead was not replaced. The patient went back in for surgery and the lead was explanted and replaced. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.